Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive, due to poor sample condition. One photograph of the extension legs of what appears to be a 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed the proximal portion of the catheter, from the bifurcation to the luer connector hubs. Needleless injection caps were observed on the luer connectors of both lumens and blood residue could be seen in the red lumen. Some sort of white dressing and tape was observed on the proximal half of the red lumen which covered the junction of the extension tubing and luer connector. No breaks, splits, or other damage could be seen on the sample in the returned photograph. Possible contributing factors of a leak include sharp instrument damage, material fatigue, and chemical exposure. A lot history review (lhr) of rebt2364 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to sales rep that the PICC began to leak at the red port and extension leg connection. The PICC was removed. No other information is available at this time. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive, due to poor sample condition. One photograph of the extension legs of what appears to be a 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed the proximal portion of the catheter, from the bifurcation to the luer connector hubs. Needleless injection caps were observed on the luer connectors of both lumens and blood residue could be seen in the red lumen. Some sort of white dressing and tape was observed on the proximal half of the red lumen which covered the junction of the extension tubing and luer connector. No breaks, splits, or other damage could be seen on the sample in the returned photograph. Possible contributing factors of a leak include sharp instrument damage, material fatigue, and chemical exposure. A lot history review (lhr) of rebt2364 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to sales rep that the PICC began to leak at the red port and extension leg connection. The PICC was removed. No other information is available at this time. No patient injury was reported.